Manufacturer narrative:
The device associated with this report was not returned. Review of supplied x-rays did not confirm the reported dislocation. A complaint database search did not show any additional reports against the product lot codes. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. A. The newly provided information was reviewed. The investigation was unable to confirm the reported event or draw any conclusions about the root cause of the reported dislocation based on the new information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.